Manufacturer narrative:
The full event site name is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse replaced the safety disc, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a normal test performed by the customer on the cs100 intra-aortic balloon pump, the standard safety disk test failed. There was no patient involvement or adverse event reported.